Event description:
The suspect device yielded qc1l three times on the same pt. The only change has been an increase in the pt's coumadin dose 2 days ago. Technical support suggested a lab draw. No further follow up possible because customer contact info was not provided.